Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a new implant placed on friday. Patient said that their fecal incontinence is worse than it was prior to implant and they are in total pain. Patient also said that every once in a while they feel the wire poking them or they get a shock from the unit which they have done before and it goes away. Patient expressed frustration with healthcare provider (hcp) and procedure. Patient stated they were not put to sleep during replacement and it was very painful. Patient stated they were told their old wire was left in them as well and hcp didn't know how that would affect them. Patient said their implant site hurts when they sit down. Patient requested manufacturer representative (rep) that were present at procedure call them. Email sent to field staff notifying of request.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2xlxz); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reiterated their previous report that they were awake for their replacement surgery and then the hcp left them open and they ended up with a severe infection all over again and the implant wasn't working. Patient mentioned how manufacturer representative (rep) was there and kept apologizing but there was another guy who was there with the rep and he was talking to the hcp the whole time and didn't do anything. Patient stated they tried calling the rep but rep wouldn't answer their phone any longer. Patient services reviewed the role of device manufacturer and the role of the rep with the patient. Patient stated they weren't able to answer any of the questions because they'd be having the surgery "all over again" on 2024-sep-24th. Patient would not say who the surgeon was who was doing the procedure but that patient services (ps) would be receiving a notice about who it was because after everything was said and done, patient stated they would be getting a lawyer and taking "everyone down." Patient wanted to alert medtronic to not contact them again with letters because they would not answer the letters. Patient had also requested for a message to be sent to janelle to have the rep call them. Patient services emailed patient relations about this case and made them aware of the patient's request.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2xlxz product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient (pt) called back from phone number on file, pt restated that they had their device implanted and device was "never set". Pt said rep was there (for the implant) and a male rep. Pt said whole implant was botched because they never put pt to sleep during the surgery, pt said that rep apologized to pt during recovery. Pt said rep tried to set the device while pt was in recovery but that didn't work and later the rep called but couldn't program the pt because the pt had a severe infection that was going to go into their spine because the hcp didn't sow pt up properly. Pt said implant wasn't placed deep enough and was trying to pop through, pt said they are having surgery again to correct this until probably (B)(6) 2024 by same managing hcp that "botched" the surgery. Ps offered hcp listings; pt declined. Pt said hcp looked at implant yesterday or the day before and that's when decision was made to do surgical revision, pt said if implant site had been looked at earlier, they probably wouldn't have had to dosurgery. Pt said currently the device wasn't helping with their symptoms. Pt said they have fecal and urinary incontinence because of everything. Pt said initially they had device placed for bladder and they never had any issues but then this last time had asked hcp to put device in for fecal incontinence (pt said they told hcp they need device for fecal incontinence from c-diff). Pt said they can't go anywhere because of their symptoms. During call therapy was on program 3 at 0.9v and said this setting has made their symptoms worse. Pt said they had tried program 3 and program 1. Pt said they had only tried these programs because their body had been so swelled from the hcp "bouncing them up and down on the operating table" when the device was implant. Pt said they had been aware the hcp was going to keep them awake the first 5-10 minutes was because the hcp was going to pull out the lead and insert just the lead and have pt feel where it was. Pt said when they had their battery replaced the last time, the hcp didn't have extra lead with them and they found out that the lead was bad but had no new lead to put in a new lead. Pt said they had the same lead since original implant. The lead wouldn't come out, hcp was yanking and pulling and bouncing pt around but the lead was stuck on the spine in the tissue so hcp just cut lead and left lead fragment in there. The hcp told pt if they want lead fragment removed, they will have to see a surgeon, pt didn't want to do this unless it caused issues and pt didn't want another surgery because they've already had 2 back surgeries. During call pt changed to program 2 and was able to feel stimulation in the bike seat area. Pt will monitor symptoms and follow up with hcp.